Event description:
It was reported that the patient presented remotely via merlin net. Review of transmission revealed that the pacemaker exhibited pacemaker mediated tachycardia (pmt) which induced an arrhythmia and functional undersensing. No changes or intervention was reported. The patient was in stable condition.